Manufacturer narrative:
One used chemoclave® bag spike; one baxter 5% dextrose in water 500 ml intravenous bag, one used 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap, one used unknown manufacturer infusion set and one unknown stopcock, and one baxter 5% dextrose in water 50 ml intravenous bag were received for evaluation. A video was also returned returned for evaluation. There were no visible anomalies or damage on either of the two returned set assemblies. Both of the returned set assemblies that include a ch3034 spike adapter were successfully primed without evidence of air at the spike to tube interface of the ch3034. This suggests that if air is fully primed from the fluid circuit that it will remain free of air in the line. The complaint was unable to be replicated or confirmed when the fluid circuit is fully primed and free of air. The device history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap which the customer reported that despite proper priming of the line, air was observed in the line during patient infusion. There was patient involvement, however, no harm was reported as a consequence of this event.